Event description:
During nurse's visit for dressing change to groshong PICC, pt removed "overwrap" from into floor in 3 pieces. The male luer lock adaptor fell apart. It appears that the weld was not sufficient. Because the PICC catheter was a groshong there was no leakage of blood out of the catheter. Rn subsequently replaced the device with a new ext set during dressing change.